Manufacturer narrative:
Additional information regarding the event was requested from the customer and further details of the issue were provided. The customer confirmed the event occurred on 04mar2024 where it appeared that the monitoring information at the ics disappeared at 9:05 and again at 9:25. The patient was inactive and in bed when the red alarm condition occurred. The hospital staff did not take any action to resolve the issue, since after the second occurrence, the issue did not reappear that day. However, on (B)(6) 2024, the issue did recur. At 17:56 the m540 was operating as normal until suddenly all waveforms on both the m540 and corresponding, bedview on the ics disappeared for 10-60 seconds, and then the m540 restarted. At 18:55 the m540 was inspected and found to operate as normal, but 2-3 minutes after this inspection the device restarted again and lost connection to the ics for 10-60 seconds. There was no patient injury reported. The iacs instructions for use (IFU) provides information regarding communication to the ics. Each m540 that is connected to the network can be associated with an ics, but the user is warned that interruptions to network communication can limit parameter information and alarm annunciation at bedside. Similarly, the ics IFU informs the user if their network does not meet the requirements, alarms may not be transmitted, alarms can be delayed, or false alarms may occur. The iacs IFU also provides information on how to set the device for monitoring arrhythmia. Specific information regarding the customer's device settings and network configuration was requested but not provided by the customer. The serial number of the affected ics was also requested but not provided. Although the customer provided the iacs logs, the ics logs were not made available for evaluation, despite multiple attempts to obtain them. Without the complete logs a root cause analysis was unable to be performed. Without further details a root cause for the reported event could not be confirmed.

Event description:
The customer reported that the ics did not give an alarm for a ventricular tachycardia event (red alarm), and that the device give a yellow alarm for another ventricular tachycardia event in an ICU. There was no report of patient injury or death.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that the ics did not give an alarm for a ventricular tachycardia event (red alarm), and that the device give a yellow alarm for another ventricular tachycardia event in an ICU. There was no report of patient injury or death.